Manufacturer narrative:
The tech replaced the siderail to repair the bed.

Event description:
Info received indicates the siderail is not working, the bracket is bent and the siderail cable was completely cut.